Manufacturer narrative:
The associated complaint device was returned and evaluated. Our assessment confirmed subtroc lag screw driver shows nicks and scratches. The device shows significant signs of wear/usage. The device was manufactured in 2007. A review of complaint history for the listed part revealed no prior complaints for the listed batch/failure mode. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during procedure, due to wear and tear the capture fell in patient. A pair of pliers was used to remove it. Delay of 7min reported. No injury reported. Procedure was completed with the same device.